Event description:
Caller reported an issue with the pump showing an incorrect time, with the discrepancy being greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as levels did not fall outside normal range. Customer received assistance from technical support to update the pump time and was advised to monitor the situation, with instructions to follow up if the discrepancy recurred.